Event description:
It was reported that (1) lcsk5 was used during a lap gastric bypass procedure. It was reported by the rep that the hospital attempted to use the lcsk5 but the instrument did not coagulate. The hospital opened a second instrument which worked fine and the case was completed. There was no consequence to pt. 3/21/2000 the old style handpiece was used.